Manufacturer narrative:
Concomitant medical products: 6949-58 lead, implanted: (B)(6) 2006. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not report any battery voltage measurement in the remote transmission. The healthcare provider expected a battery voltage measurement from the device and did not receive any. The device remains in use. No patient complications have been reported as a result of this event.